Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: the rn was attempting to infuse medication, and the pump continually stated "air in line" after multiple attempts to trouble shoot with multiple rns. Once the tubing was changed, the infusion ran smoothly.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on april, 2022. Medwatch report # (B)(4).

Manufacturer narrative:
H6 investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed, and then infused with an alaris at 125 ml / hr for 1 hour. No air in line was observed. The customer complaint that there is air in line could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2420-0050 lot number 21103419 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: the rn was attempting to infuse medication, and the pump continually stated "air in line" after multiple attempts to trouble shoot with multiple rns. Once the tubing was changed, the infusion ran smoothly.